Event description:
R knee immobilizer in place. R achilles area presents with deep maroon area, 4 cm x 3 cm., skin remains intact. Area on immobilizer was padded. Now: aluminum stays removed from immobilizer and area padded and supported in a new and improved fashion. Risk and wound care feel this is a product defect as stays are not padded enough. Staff also involved as not checked often enough product needs extra padding near stays at any pressure points...part of directions for use?